Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair, at the time of skin closure, the thread broke. A new suture was opened and used to resolve the issue. There was no patient injury.